Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced or confirmed during laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited undersensing greater than 60 seconds in duration. It was reported that when this device was interrogated it was programmable; however, was unable to recognize that there was a lead in the header. The patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.